Manufacturer narrative:
H.10 livanova has received a report that, during procedure, the retractor spoon in the endoscopic vein harvesting kit breaks down between the rail and the shaft. Customer referred to have total six (6) units defective and no one was available for investigation. No picture of the claimed defect has been provided. The lot number of the defective product was not known. Verification of manufacturing record cannot be performed. Based on the limited information provided by the customer, it was not possible to confirm the reported issue. As the issue could not be confirmed, no action will be undertaken. Livanova will keep monitoring the market. H3 other text : device not available.

Event description:
See intial report.

Manufacturer narrative:
The lot of the device is unknown. The expiration date and the unique identifier (UDI) number could not be determined. As the lot of the device is unknown, the device manufacture date could not be determined. No review of the DHR could be performed as the batch of the kit is unknow. The involved devices are not available for investigation. Investigation is ongoing. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.

Event description:
Livanova has received a report that, during procedure, the retractor spoon in the endoscopic vein harvesting kit breaks down between the rail and the shaft. There is no report of any patient injury. The customer claimed this occurred also in 5 previous occasions. The event date of previous cases was not provided. Neither any of complained devices nor any batch information is available for investigation.